Event description:
Philips received a complaint by the customer on the v60 indicating that the devices touchscreen is not working. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The pil technician installed the touchscreen into a pil ventilator to duplicate the reported issue. The pil tech could not find any issues with the suspect touch screen. This touch screen passes all diagnostics testing. Tech verified that the suspect touch screen passes functional testing per step 3 in the service manual. Tech verified that the touch screen touch points are aligned. All flex screen resistance measurements are in specification. This touch screen operates as designed/ no problem found.